Manufacturer narrative:
More info surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the ventricular failed the internal leakage test during pre-use check. There was no pt involvement. Manufacturer ref#: (B)(4).